Event description:
The pt was being fed using a device. 500 ml of an enterl feeding solution were hung, and the pump was set to deliver at an unknown rate. 500 ml were delivered in 15 minutes. Reporter stated the set flow rate on the pump had no influence over the actual delivery rate. There was no illness, injury or medical intervention resulting from the event. The pt was put on a new device and recovered at once. One pt involved.